Event description:
The complaint/event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. Leakage of an unspecified fluid where j-loop connects to the intravenous (IV) line was reported. There was no human harm associated with this complaint/event.

Manufacturer narrative:
Received one used list #mc33038 smallbore pressure infusion ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. As received, no visual defects or anomalies were observed. As received unknown residuals were observed on the male luer, suggesting the luer as a possible location for the leak. However, the product was leak tested per specification and no leaks were observed. The complaint of leaking fluid cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact: (B)(6).